Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot/batch device number (u40071), and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during video-assisted thoracoscopy lobectomy surgery, when severing venous vessels with ecr60w on the first firing, pulmonary fissure tissue with gst60d on the fifth firing. After fired, noted some staples malformed . Changed the new one to complete surgery . There was no patient consequence reported. No additional information can be provided.